Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause can¿t be confirmed.

Event description:
It was reported that prior to use that the seal integrity was compromised thus affecting sterility with a bd syringe 5ml saline fill. The following information was provided by the initial reporter, translated from (B)(6) to english: there is a leak in the outer package of flush.